Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the ER after patient notifier was triggered for out of range lead impedance. The pacing lead impedance had gradually increased after a device change out in (B) (6) 2009. Rv lead fracture was noted. The lead was capped.